Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device was experiencing charging issues and not running on battery power. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit was not running on battery power. It was noted by the customer that the battery was three years old and may require replacement. Based on the ongoing issue, the customer stated that they would swap the battery and run testing to verify a resolution. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. The battery was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was experiencing charging issues and not running on battery power. There was no patient involvement.